Manufacturer narrative:
(B)(4) evaluated the instrument and replaced multiple hardware parts in ion selective electrodes (ise) system to resolve the issue. Fse verified instrument operation. Patient demographics (age, date of birth, and gender) are not provided.

Event description:
The customer reported recovering low sodium (na) and high chloride (cl) patient results in ion selective electrodes (ise) of the au680 clinical chemistry analyzer. Erroneous patient results were not reported out of the laboratory. The customer repeated and accepted results from another analyzer. Per customer, quality control (qc) was within the laboratory specified range prior to the event.